Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to process residue on capacitor, designator c156, of the analog pcb assembly. This caused the device to not be able to charge and shock a shockable rhythm.

Event description:
The customer contacted physio-control to report that the service light was illuminated on their device. There was no patient use associated with the reported event. Upon further investigation, physio found that the device would not charge and shock a shockable rhythm. As a result, defibrillation may not be possible, if it were necessary.